Event description:
The customer reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) failed to inflate the balloon. According to the customer, low augmentation pressure was observed at a heart rate of 150 bpm, and the patient was subsequently transferred to another unit, which reportedly functioned as expected. The customer informed that the patient later expired. Clinical team has evaluated the unit from clinical aspects and found unit working perfectly ok and has passed all functional tests. Operation of the equipment was demonstrated to the bme, doctors and technical staff. The importance of utilisation of "r-wave deflation" mode during higher heart rates was explained.

Event description:
N/a

Manufacturer narrative:
Event site name(B)(6). Event site postal code(B)(6).upon completion of the investigation into this event a follow up report will be submitted.